Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received low battery alert prior to replace battery now alarm. The customer¿s blood glucose was unknown. The customer stated that they got second occurrence of replace battery now alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, sleep current measurement and active current measurement. All currents within specific range. The insulin pump was monitored for several hours and no unexpected power loss or replace battery now alarm noted during testing. (B)(4).